Event description:
A cartridge alarm was reported by the caller, and it was confirmed that there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported this type of alarm with the same pump. As a resolution, customer technical support (cts) agreed to replace the pump with one that has updated software. The customer was advised to put the pump into storage mode before returning it and was provided with a pre-paid return box. They acknowledged the need to program their settings and connect the continuous glucose monitor (cgm) to the new pump. The replacement was sent to the customer.